Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic supracervical hysterectomy procedure, the device jammed with the first clip and the jaws would not open. The device was stuck on tissue, however, it is unk how the device was removed. There were no pt consequences due to the event. Another device was used to complete the procedure. No additional info is available.